Event description:
Allegedly, the driver is broken.

Manufacturer narrative:
This is a reportable product malfunction. Investigation is not complete. This report will be updated when the investigation is complete. No serious injury occurred; therefore, no patient information is applicable. This is a reportable product malfunction. This event occurred in (B) (6).